Event description:
It was reported that the insulin pump was not working properly and that the customer experienced high blood glucose levels. The blood glucose reading was 462 mg/dl prior to the call, and the blood glucose reading during the call was 352 mg/dl. The device alarm history showed several error alarms, a no delivery alarm, low reservoir alert, and low battery alert. Unable to complete troubleshoot due to lack of a tubing clamp; advised that one would be sent to continue with the troubleshoot. It was found that the infusion set cannula was bent. Advised the customer to change the entire infusion set, reservoir, and insulin. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.